Event description:
On (B)(6), 2010, the patient contacted animas alleging that the pump had a cracked battery compartment. The patient indicated that the pump had rebooted 2-3 times within the past month. However, the patient claimed that she just noticed the crack on (B)(6), 2010, the day she contacted animas. Due to the pump rebooting, the patient claimed that her blood glucose levels (bg) have been in the "500's" mg/dl. The patient mentioned that she corrected her bg's on her own and did not require medical attention. The patient denied that there was any trauma to the pump. At the time of the contact with animas on (B)(6), 2010, the patient claimed that she was still able to use the pump. This complaint is being reported due to the following conclusion: the patient alleged that her blood glucose levels exceeded 500 mg/dl due to the pump rebooting.

Manufacturer narrative:
The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact of the pump. A review of the pump history revealed re-boot events had occurred which could not be duplicated during evaluation. Investigation found that the pump powers up properly. Evaluation found the pump to be operating within required specifications. The pump was exercised for 24 hours with no issues. Visual inspection of the pump confirmed a crack on the battery compartment.